Event description:
It was reported to philips that the defib shows power interrupted message. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
The field service engineer (fse) confirmed the device has a power message. The fse exchanged battery and the message was gone. The device became fully functional. Upon conclusion of the evaluation, it was determined that the battery requires replacement. It was replaced with on-hand customer stock. The device passed testing and was put back into service. The customer will be provided a quote for another battery.